Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited intermittent loss of capture (loc) at max output. It was subsequently found out that this lv lead was dislodged through fluoroscopic evaluation. The lv lead was explanted and was replaced. The lead will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.